Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the sensor was removed because the area became red. The patient was diagnosed with a staph infection at the sensor puncture site. The infected/inflamed area was 18-inches in diameter and the infection extended 3-inches deep into the tissue. On (B)(6) 2022, the patient underwent an unspecified surgical procedure, treatment, and the patient remained hospitalized at the time of the report on (B)(6) 2022. Multiple attempts to contact the reporter were made; however, no other details were obtained. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
Subsequent to the initial MDR, additional information was received on 09/29/2022. The sensor was removed on (B)(6) 2022 because of pain and redness. On saturday (B)(6) 2022, the patient was taken to the emergency department for evaluation. An ultrasound, abdominal CT scan, and a cands (culture and sensitivity) on the wound were performed. The patient was treated with two different, unspecified IV antibiotics, referred to a surgeon for debridement and discharged home with an unspecified oral antibiotic. The patient started feeling better; however, the pain and wound size (from a 3-inches to 18-inches in diameter) increased. On monday (B)(6) 2022, the patient was diagnosed with three different unspecified type of staph infections and a surgeon had been obtained. On tuesday, the patient was admitted to the hospital for surgery (wound debridement). The patient was released on friday, (B)(6) 2022 with two drains from the wound and an unspecified oral antibiotic. The following sunday or monday, the patient was readmitted to the hospital as the patient was not improving and the wound required further debridement. A second debridement surgery was performed, and the patient was released with wound drains. As of (B)(6) 2022, the patient¿s infection was resolving; however, a 'knot' remains at the site and the patient remains lethargic and has limited ability to perform activities of daily living. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: health effect - clinical code - e1722 subcutaneous nodule